Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 10.7 mmol/l at the time of the incident. The customer's husband stated that his wife woke up this morning and after going to the bathroom the pump started alarming and the screen started flashing black and white. They tried everything but the pump did not stop alarming. The customer stated that he tried to reset the pump shortly with a new battery but pump started alarming again. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had a blank flashing white lcd with audio beeps due to cracked lcd controller. We were unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank flashing white lcd. The device had minor scratched display window, scratched case and cracked retainer.